Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 12, 2007, the lay user/reporter, the pt's son, contacted lifescan (lfs) affiliate alleging the one touch basic enhanced meter was giving inaccurately high readings. The customer service rep (csr) spoke with the pt's wife to obtain and verify info. At 12:45 am, the pt obtained the blood glucose reading of 28.8 mmol/l (518 mg/dl) on the reported meter. At that time, the pt had awakened, experiencing the symptoms of dizziness, shakiness, sweating and vomiting. These symptoms had been ongoing for two days. Based on the elevated meter reading, the pt administered self-care by taking 15 or 16 units novolin ge 70/30 insulin. The pt also contacted emergency services. Paramedics arrived approx 25 mins later, and obtained a blood glucose reading for the pt of 4.9 mmol/l (88 mg/dl) using their meter. The pt received no treatment. The pt's symptoms worsened, and he was transported to the emergency room. The pt's blood glucose level as tested in the emergency room is unk. The pt was diagnosed with "insulin shock/insulin overdose" and "hypokalemia." The pt was treated intravenously with glucose and potassium, and was released from the emergency room at 7:30 am. The pt takes lente nph insulin twice per day, doses unk; the pt does not adjust these doses on a sliding scale. The pt had taken his usual meals and medications the day prior to the event. The pt has had a stroke, prostate cancer and a heart attack in 2006. The pt takes large doses of multiple medications for these conditions. The customer svc rep (csr) determined during the troubleshooting telephone call that the pt's testing technique was correct. The csr also determined during the call that the pt was incorrectly cleaning the puncture site prior to performing the fingerstick, which can cause inaccurate readings. No qc testing was performed during the call, as the pt did not have any control solution. The meter, test strips and control solution were replaced. The pt took an increased, additional dose of insulin based on the meter reading. His symptoms worsened, and he received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported as an adverse event. It is not known if the pt's blood glucose had been affected by the insulin taken during the time of concern.